Event description:
It was reported that the patient presented to the emergency room with inappropriate therapy due to far field oversensing. A magnet was placed to disable therapy. A chest x-ray revealed lead dislodgement. The lead was explanted and replaced. There were no adverse consequences following this event.